Event description:
Pt had tube implanted on (B)(6) 2018, and had planned removed on (B)(6) 2019. During a routine CT scan on (B)(6) 2019, part of the tube was seen in the common bile duct into the abdominal mesentery. During a procedure on (B)(6) 2019, the tube fragment fell out of the common bile duct into the duodenum and was allowed to pass naturally. It is surmised that the t tube broke/fractured during its removal in (B)(6) 2019. FDA safety report ID# (B)(4).